Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit front panel led lights do not light up and the electro-pneumatic proportional valve is not working well; average flow rate value is low. The issue occurred preparation for an unknown laparoscopy procedure. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. Additional information added to the following fields: d9, h3, h4, h6. Corrected fields: b5/d5/e1 (previous contact removed/added correct)/e2/e3/g2 (user should be removed/add selection)/g3/h6 impact code (information corrected to reflect this event was found during evaluation and not reported by the customer) correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 09/18/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely, the led on the front panel did not light due to a lighting failure. In regards to the average flow rate value being low, it is likely this occurred due to a failure of the electropneumatic proportional valve. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the high flow insufflation unit front panel light-emitting diode (led) did not light up and the average flow value was low due to a defective electro-pneumatic proportional valve. There were no reports of patient involvement.